Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath device was used during a ureteral dilatation procedure performed on (B)(6) 2023. During introduction, it was noticed that the device malfunctioned. The device was then removed, and the procedure was discontinued due to this event. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.